Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the reported information from olympus china (osh), there was the possibility that this phenomenon was attributed to following. The endoscope or camera head was not connected correctly. The camera cable was not connected correctly. The monitor cable was not connected correctly. A setting screen was displayed. The color bar image was displayed. Foreign objects such as chemical residue, scale, sebum stains, dust, and gauze fluff adhered to the electrical contacts of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure the endoscopic image was not displayed. The user facility replaced the subject device to a similar device to complete the procedure. Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.